Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a clot issue occurred. When they pulled the pentaray catheter back, they noticed a clot in the clear, proximal hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was removed from the body and the sheath was flushed clear. To troubleshoot the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced as the physician was uncomfortable re-using it. The issue was resolved and the procedure was continued. There was no patient consequence reported. Additional information was received. No error codes were observed. The clot in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium hub was observed by the physician during a catheter exchange. There were no issues related to temperature and flow. System was working as it should. Should be noted that an octaray was inserted and being removed at the time the clot was noticed. Sheath was not used with a tx catheter. The generator parameters were set to power control mode (stsf), 40w and unaware of temperature or power cutoff settings. Ablation was not active when the clot was observed. Patient was anticoagulated. The typical workflow is to give a heparin bolus and continuous drip. Maintaining acts above 300. No picture available. The event was assessed as MDR reportable for a clot issue.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. When they pulled the pentaray catheter back, they noticed a clot in the clear, proximal hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was removed from the body and the sheath was flushed clear. To troubleshoot the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced as the physician was uncomfortable re-using it. The issue was resolved and the procedure was continued. There was no patient consequence reported. The bwi product analysis lab received the device for evaluation on 27-jul-2023. The device evaluation was completed on 02-aug-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual inspection revealed reddish material on the brim cap and hemostatic valve. No other issues or anomalies were found. An irrigation test was performed and no leakage or bubbles were observed during the analysis. A device history record was performed for the finished device batch number, and no internal actions were identified. The thrombus / clot issue reported by the customer was confirmed since reddish material was observed on the brim cap. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).